Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately three months post implant their heart rate is faster now than before implant. The patient reported they are concerned there may be a pacing issue with their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.